Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018. A CT scan revealed an intracranial hemorrhage and intraventricular hemorrhage with small subdural hematoma. A CT scan was repeated and on (B)(6) 2018, the patient was taken into the operating room for burr holes. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
Sections: additional information: manufacturer's investigation conclusion: the device remained implanted and the patient continued on vad support until expiring on 19jul2018 due to end stage chronic obstructive pulmonary disease (copd). A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke and bleeding are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.